Manufacturer narrative:
Event date was not reported and was approximated to 01apr2021. On 03jun2021, the physician reported that the event occurred within the last two months.

Event description:
It was reported that a small vessel perforation occurred. A v-18 control wire was selected for use in a procedure below-the-knee in heavily calcified vessels. During the procedure, a small vessel perforation occurred.